Manufacturer narrative:
This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: misfiring and changing on its own. Probable root cause: protective measure: 100% electrical inspection, info: instructions for use statements: do not insert or withdraw probe during application of power. Do not activate probe while in contact with metal objects... Do not cut suction tubing¿ do not submerge probe handle in liquid¿ do not bend probes that are not bendable. The reported failure mode will be monitored for future re-occurrence.

Event description:
It was reported that the device had continuous activation.

Event description:
It was reported that the device had continuous activation.

Manufacturer narrative:
This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: misfiring and changing on its own. Probable root cause: protective measure: 100% electrical inspection, info: instructions for use statements: -do not insert or withdraw probe during application of power. -do not activate probe while in contact with metal objects... -do not cut suction tubing¿ -do not submerge probe handle in liquid¿ - do not bend probes that are not bendable. The reported failure mode will be monitored for future re-occurrence.